Event description:
It was reported that a device was used during an double stapling technique/low anterior resection. The contents of the bowel leaked from the anvil shaft after the device was fired. The surgeon irrigated the abdomen and reanastomosed with another device. Surgical time extended by one hour to repair leakage of anastomosis.